Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a ¿no disposable pump won¿t run¿ alarm during infusion of 5-fluorouracil (5-fu), resulting in under-delivery of therapy with 10.7 ml remaining in the reservoir. Multiple troubleshooting attempts, including cassette removal and reattachment, did not resolve the alarm, and the pump was powered off pending clinic follow-up. The event occurred during patient use at and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.